Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use, during drain 2 of 5, while the patient was connected. The baxter technical representative (tsr) determined that the home patient (hp) had the blue clamp open. It was not connected to a bag. The tsr had the hp close all the clamps to bags and the patient line, cycle power off and on to get se 2367. The tsr had the hp cycle power off and on, press go to start, and at "load the set" remove the cassette. The tsr advised the hp to start over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding the se 2240 alarm. The hp stated that the she had not clamped one of the lines however the line was capped at the top. The hp stated that she started over with new supplies and has been continuing therapy without any issues. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was use error-the patient leaving the blue clamp open. Per the customer the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.